Event description:
Patient's mom contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal on their dexcom receiver. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver (B)(4) that was used with the complaint device was returned for evaluation on 06/30/2015. The data log was received and reviewed on 06/25/2015. Data confirmed the customer complaint of intermittent out of range. The root cause could not be determined. The investigation is not yet complete. A follow-up will be submitted upon completion.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned pediatric receiver (part number stk-kd-pnk/serial number (B)(4)/lot number 5191409) was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of an intermittent out of range signal. A definitive root cause could not be determined.